Event description:
The customer was hosptialized for low bgs. The cause of low sugar level was undetermined. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer's doctor feels that there is no reason for the customer to have gone low. It was indicated that the customer bolused correctly for their meals. A replacement pump was requested.